Manufacturer narrative:
On (B)(6) 2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and a left appendage occlusion procedure with a webster¿ electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. Early during the case, after going transseptal, the patient ended up developing a pericardial effusion. The first sign was the drop of blood pressure which the physician confirmed using the ice (intracardiac echocardiography) nuvision¿ ultrasound catheter. The patient was immediately tapped and a drain was put in place by the electrophysiologist. The medical team continued to monitor the patient for about 30-45 minutes, and some heparin was administered to ensure the effusion would not trigger. The nuvision¿ ultrasound catheter was used to guide the watchman¿ portion of the case, so they did take the catheter across the septum, after going transseptal. The effusion formed after the catheter was brought back to the right side, in a period of about two minutes after. The effusion did not come back and the physician continued with the case. They completed the ablation and follow up watchman. The case continued and ended successfully. The drain was taken out at the end. The patient recovered. Echo was completed later that day of adverse event showed no signs of effusion. The physician's opinion on the cause of the pericardial effusion was due to "duodeca" or "live wire catheter" not being properly positioned in the coronary sinus. The event occurred shortly after transseptal, prior to mapping. No ablation was performed prior to noting the pericardial effusion. There was no bwi equipment or catheter that malfunctioned during the case.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).